Manufacturer narrative:
Report states the balloon got stuck on the wire guide after deflation. The balloon and wire had to be pulled out. Due to this, the procedure was delayed while the physician obtained a new wire. No patient harm was reported. The device is being returned to manufacturer for evaluation.

Event description:
Report account indicates the balloon got stuck on the wire and was difficult to remove. This could have caused the balloon to fragment. In this case the physician did require additional intervention, causing procedural delay. No patient harm reported during this event.

Event description:
Follow up report for MFR report #: to include updated information such as investigation type and conclusion

Manufacturer narrative:
The device was not returned for evaluation. The results of the investigation have been deemed inconclusive.